Manufacturer narrative:
Date of event is approximated since unknown.

Event description:
It was reported a thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed at an unknown time. A watchman flx laa closure device was implanted. At the one month follow up, a thrombus was noted on the closure device. There was no clinical impact and the patient was fine.